Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the procedure was later converted to open laparotomy, which the surgeon had not planned but anticipated the possibility due to the size of the tumor and patient's anatomy. Removing the large tumor caused the patient to lose roughly 500ml of blood, but the patient did not require a blood transfusion. The bleeding was unrelated to a malfunction of a da vinci system, instrument or accessory and was resolved with use of a coagulant. The patient tolerated the conversion, and the procedure was completed. There were no post operative complications.

Manufacturer narrative:
Based on the claim, the cause of this reported event is patient anatomy. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The following investigations could not be performed due to unavailability of onsite connectivity: event verification, system/instrument log review and advance energy log review.

Manufacturer narrative:
Advance energy log review showed two vse instruments were used during the case.the first vse instrument (lot number: k19231019-0002) was installed and passed homing. There were 13 cut complete events that were recorded with no errors. The instrument was used for six minutes. The second vse instrument (lot number: k19231019-0032) was installed nine times and passed homing each time. There were 117 cut complete and 15 seal events that were recorded with no errors. The instruments were used for about 6 minutes and 1 hour 19 minutes respectively. The instrument was used for an hour ad six minutes. No e100 logs were recorded. The msc logs show some errors not related to vse functionality.

Event description:
Refer to h10/h11 for follow-up information.